Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to shut down within a few seconds, and a watchdog alarm sounded. Internal inspection indicated the ten-beep anomaly was observed due to u21 failure of the instrument board. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that after short operation the screen becomes black and only the keys are flashing. No consequences or impact to patient were reported.